Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The patient stated they had a pacemaker and were on blood thinners and at an unspecified point after placement of the watchman flx closure device, the patient had two (2) light cerebral vascular accidents.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.